Event description:
Edwards received information that the mitral pericardial was valve was explanted due to mitral stenosis and regurgitation. It was reported by the health care provider that the patient's native anterior cusp was spared at implant, the spared anterior cusp was attached to the valve which led to the stenosis and regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by the hospital to have been discarded. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Without return of the device and additional information a definitive root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 27mm mitral pericardial valve, implanted approximately four (4) years and four (4) months, was explanted and replaced with a 27mm edwards magna mitral ease pericardial valve. No reason for explant was provided. No additional information was made available.

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.